Manufacturer narrative:
The reported event of inability to interrogate via remote monitoring was not confirmed. The issue was resolved by providing a new phone. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that corrective programming changes were performed to restore the bluetooth low energy telemetry. No further patient consequences were reported.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.